Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending by lot number, system risk analysis (sra) and concomitant product evaluation. Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending by lot number was reviewed from 04/24/2015 to 10/21/2015 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." A field service engineer (fse) was dispatched to the site to assess the sterrad® 100s and adjusted the load's placement and replaced the chamber parts kid, upper shelf, lower shelf, and electrode to resolve the chemical indicator issue. It is unclear whether the issue was with the unit as the cycle completed. However, no issues have been reported since the unit was serviced. No functional analysis was performed as the product was not available for return. The cause of the issue could not be verified as the product was not returned. The chemical indicator disc on the biological indicator passed and the cycle completed. It is unclear whether the issue was with the unit as the cycle completed. However, no issues have been reported since the unit was serviced. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 154511-01. Expiration date - 12/31/2016.

Event description:
The customer reported a sterradchemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00563 and 2084725-2015-00564.